Event description:
It was reported that the pump was no longer charging. There was no adverse impact to the customer¿s blood glucose level, as no information regarding the blood glucose value was provided. The pump was no longer under warranty, and the customer decided not to return it; no further information about outcomes or corrective measures was available.